Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridgle alarm recurred.the customer's bg due to the issue was 287 mg/dl. The customer did not do anything to address the bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.